Event description:
Device was discarded after surgery.

Manufacturer narrative:
Device photo evaluation: the patch information is not visible in the photo. Visual analysis of the photographs identified: black particles on the surface shell and deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/oct/2014. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, baker grade iii and chronic fatigue syndrome are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, chronic fatigue syndrome and patient's concern with textured product.

Event description:
Patient reported right side "capsular contracture, baker grade iii" and "chronic fatigue syndrome". Healthcare professional reported exchange due to patient's concern with textured product. Device has been explanted.